Event description:
Senseonics was made aware of an incident where user reported an event where the cgm showed results that are different from glucometer measurements. No injury or medical intervention was reported.

Manufacturer narrative:
The user reported differences between sg and bg readings. The case was escalated, and following a sensor re-link and subsequent monitoring, it was determined that the related issue from case # (B)(4) may have impacted system performance. The user remained unresponsive after multiple contact attempts. Per dms review, the system is being used with the updated firmware version, and the information is up to date. If the user calls back, please provide the escalation response.

Manufacturer narrative:
The user reported discrepancies between their blood glucose (bg) readings and the sensor glucose (sg) values. The case was escalated to the next level support, and the user successfully completed a diagnostic upload to support assessment of sensor performance. The user also reported bruising at the insertion site. Review of sensor data indicated that sensor performance may have been impacted by the bruising. Support provided instruction to perform a sensor re-link to clear calibration buffer and address a potential calibration misalignment. Multiple follow-up attempts were made; however, the user was unresponsive, and no additional information was available by the closure of the complaint.